Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device has damaged bearings. It is known that the device was not used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.